Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) /2013. At the time of the call to dexcom technical support, the patient did not report any medical intervention or injuries.